Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had error code. The customer stated insulin pump had rejected new batteries and diminished battery life. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Unit received with all operating currents within specification passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. No unexpected error alarm noted. No failed battery test anomaly noted. (B)(4).